Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a bubbled downstream occlusion (dso). It is unknown if there was patient involvement; however, no patient harm was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a worn dso seal. The tamper seal was broken. There was no evidence to review in the device's event history log. A functional was performed and the reported issue was duplicated. It was determined that the most probable cause was due to bubbled dso. The cause of the reported issue is currently being investigated. As a result, the dso seal was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D9: device received 21dec2023.